Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Saving device image was successful. The device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests were indicative of normal device characteristics with no anomalies.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is normal causes.